Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using the bd vacutainer® cpt cell preparation tube with sodium heparin, black foreign matter was observed by the user in two (2) tubes. No health impact or consequence reported.

Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 20-feb-2024. H.6. Investigation summary: bd received two (2) samples and two (2) photos from the customer for investigation. Samples and photos were visually analyzed and revealed foreign matter (fm) black particle on top of gel. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer¿s indicated failure mode of foreign matter (fm). The root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using the bd vacutainer® cpt cell preparation tube with sodium heparin, black foreign matter was observed by the user in two (2) tubes. No health impact or consequence reported.